Manufacturer narrative:
The reported event was addressed with phone support. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.

Event description:
It was reported that during da vinci-assisted benign hysterectomy surgical procedure, site contacted intuitive technical support engineer (tse) to report that the surgeon stated universal surgical manipulator felt locked. The staff reported no system errors and that they had already attempted to undock and reinstall the instrument. Tse reviewed the logs and found no related errors. Tse recommended switching from usm 3 to usm 4, as this was a three-arm procedure; however, the surgeon declined and elected to continue. The procedure was completed with no reported injury.